Event description:
The lay user/patient's reporter contacted lifescan alleging the meter has black marks on the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement meter was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.

Event description:
Rn about to pull femoral sheath post heart cath, and was checking femostop function. Eee appeared in the digital read area. Rn was able to get a new femostop and then pulled sheath.====================== health professional's impression======================we have had an issue with this product, reporting 7 since may of this year, 5 of which involve error messages. We are re-educating staff to see if user or device error is the issue.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.